Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD was part of a system revision due to infection. Initially, the physician decided to explant the system from left side and move to the right side but an evidence of infection was noted after opening the pocket thus a new system was implanted. Consequently, the implantable cardioverter defibrillator (ICD) was damaged upon removal. The ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the device was confirmed wherein damage was induced during explant. There were multiple scratches and dents in front and back of the case and the medical adhesive on both sides of the header was torn with missing pieces. However, the device passed automated tests for pacing, sensing, defibrillation verification and impedance measurement and recording functions. The device was explanted due to infection.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.